Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the lead, the physician tried several times to locate the lead, but the test results were not good. After several attempts, the lead was worn and could not be fixed. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.